Event description:
This device went eri on (B)(6) 2011 with no history of excessive shocks. Today, device interrogation was attempted and telemetry could not be established. The device is scheduled for explant.